Event description:
It was reported the caller was having problems with the implant and was looking to get in touch with the manufacturer representative (rep). The caller never had therapeutic effect since implant. She adjusted it and it still didn¿t help unless she turned it up so high to an uncomfortable level to the point that she couldn¿t stand it. It didn¿t help the pain. Also, a coupling problem was reported. The caller always had problems charging the implantable neurostimulator (ins) and she had to stand up and not move for it to connect. It has been a nightmare trying to charge. If additional information regarding the patient¿s outcome becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Additional review of the file indicated the coupling and recharging issues were not a clear indication that the device was malfunctioning. Since recharging equipment was also involved and there are many other factors that could contribute to charging issues without additional information. (B)(4). The original report submitted was in error. No malfunction of the device could be confirmed. No additional information will be submitted in the event.